Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired successfully with the dexcom mobile application but failed to pair with the ilet after the user attempted pairing and reentered the sensor pairing code per guidance. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included product support troubleshooting, which had the user toggle settings and reenter the pairing code, with instruction to allow additional time for pairing and to call back if unsuccessful. Investigation of this case revealed a pairing failure between the third-party cgm sensor and the ilet, consistent with a communication or connectivity issue between devices. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity or configuration issue during device-to-device pairing.

Manufacturer narrative:
Initial.